Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hernia repair surgery on (B)(6) 2015 and physiomesh and securestrap 2x were implanted. It was reported that following insertion the patient experienced abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/26/2019. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2017 due to adhesion, bowel obstruction and hernia recurrence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.